Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had failed to operate. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had failed to operate. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was replaced due to contamination. H3 other text : third-party service center.

Manufacturer narrative:
On previously submitted report, section add. Narrative/corrected data was incorrect. It should be ¿the manufacturer previously reported receiving information alleging a ventilator had failed to operate. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer complaint was confirmed. The device¿s machine flow sensor was replaced due to contamination.